Manufacturer narrative:
Act button did not respond due to flattened button dome switch. No button error alarm noted. No unlock on lcd keypad connector noted. Pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 125 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.